Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2018-00507. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the right gastric artery using ruby coils. During the procedure, the physician deployed and detached two ruby coils in the gastroduodenal artery (gda) using a non-penumbra microcatheter. While attempting to place two other ruby coils in the right gastric artery with a very tight turn, the physician experienced resistance when the coils reached the distal end of the microcatheter and subsequently, the ruby coils would not advance further. Therefore, the ruby coils were removed and the physician decided to end the procedure. There was no report of an adverse effect to the patient.